Manufacturer narrative:
B3: event date: update to (B)(6) 2021 (remove (B)(6) 2021 reported on initial). H10: this report is a duplicate of manufacturer report number 1416980-2021-05897. All information can be found under that manufacturer report number 1416980-2021-05897. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue end (female connector) and the twist clamp of a minicap transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.